Event description:
The reporter stated that the jig alignment for the calcaneal screws was misaligned during a procedure for diabetic charcot ankle. The screws did not align with the holes in the arthrodesis nail. As a result, the surgeon removed the soft tissue guides, realigned the foot with manual compression and introduced the calcaneal screws without a guidance device. The surgery was prolonged by 1.3 hours. To date, the patient had a good outcome from the surgery.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.